Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. Rewind functioned properly and no pump error 130 alarms occurred during testing. A review of the formatted history file shows on (B)(6) 2024 at 09:33:09 there was a pump error 15 (line number 442 file number 38) alarm (inverse_check error), rfd critical data consistency check failed due to a software error and then a pump error 23 alarm occurred after the pump was powered down and after power up, during startup, hrm post failed during the factory parameters check. Additionally, no pump error 130 alarms were found in the pump history or pump diagnostic trace files. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. The motor flex cable on j5/pcb 1 was locked properly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical: scratched case and stained keypad overlay. Pump error 130 mfda alarms are not confirmed. No pump error 130 alarms were found in the pump history or pump diagnostic trace files. Pump error 15 alarm was found in the pump history file and is confirmed due to a software error. Pump error 23 alarm was found in the pump history file and is confirmed, fault often happens if the pump restarts without a safe shutdown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed and the customer reported receiving a pump error. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.